Manufacturer narrative:
The peritoneal dialysis cycler was not returned to the manufacturer but an investigation of the device labeling, device history and manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In additional, the record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported being hospitalized for hernia repair. The pt's pd nurse indicated that treatment data did not indicate any fluid retention issues. It was further reported the pt is in his sixties with a "very active lifestyle". She believe the pt's lifting and straining contributed to the hernia. The pt was hospitalized in july for surgery and was subsequently transitioned to hemodialysis treatments for several weeks before resuming cycler-based pd therapy.